Manufacturer narrative:
The scope was not returned for investigation, and manufacturing records confirmed that the device passed the final qa/qc check prior to release. Video review identified an airway tear in the region where biopsies were being performed, which may have preceded or contributed to the development of the pneumothorax. The procedure continued and additional biopsies were taken. The physician did not attribute the pneumothorax to the galaxy system. Based on available information, the injury is most likely consistent with the known inherent risks of bronchoscopy and transbronchial biopsy procedures.

Event description:
A pneumothorax was identified during the procedure, prompting immediate chest-tube insertion. No further complications or additional interventions were reported, and the patient was discharged following chest-tube removal (specific dates not provided). No malfunctions were reported. Attempts to gather additional patient demographics were unsuccessful.